Event description:
It was reported that during a swedish adjustable gastric band procedure, a leakage was observed on the balloon. During the leak test, no issue was observed. After the band was placed through a non ees 15mm trocar, the surgeon detected that the device was damaged. A tear was observed on the band. The case was completed with another device. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.